Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." UDI number = (B)(4). Initial reporter occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 1:00 p.m. On (B)(6) 2021, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.5 inr. At 2:30 p.m. On the same day, a sample from the patient was tested using the meter, resulting in a value of 4.7 inr. At 8:00 a.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 5.1 inr. At 11:30 a.m. On the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.7 inr. At 11:35 a.m. On the same day, a sample from the patient was tested using the meter, resulting in a value of 5.6 inr. The laboratory values were believed to be correct. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is bi-weekly.